Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's concurrent conditions included abnormal uterine bleeding, chronic cervicitis and endocervical squamous metaplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), heavy menstrual bleeding ("meborrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness") and weight fluctuation ("weight gain / loss (specify which one)"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, fatigue, alopecia, memory impairment and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, heavy menstrual bleeding, memory impairment, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included abnormal uterine bleeding, chronic cervicitis and endocervical squamous metaplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), heavy menstrual bleeding ("meborrhagia(heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness") and weight fluctuation ("weight gain / loss (specify which one)"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, fatigue, alopecia, memory impairment and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, heavy menstrual bleeding, memory impairment, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, race information, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), menorrhagia ("meborrhagia(heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness") and weight fluctuation ("weight gain/loss (specify which one)"). The patient was treated with surgery (removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, abdominal distension, fatigue, alopecia, memory impairment and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet received. Device category changed from device non-serious incident to serious incident. Events added from pfs- abnormal bleeding (vaginal), neurological conditions or problems type: forgetfulness, weight gain/loss, bloating, lower back pain, did not undergo confirmation test. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.